Event description:
It was reported that when the ventilator high pressure o2 was set at 100% the fio2 was at 20%. It is unknown if the ventilator alarmed or if it was connected to a patient when the reported problem occurred.